Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to an elevated blood glucose level over 400 mg/dl, exact value was not provided. Customer was treated with an insulin drip, and was released from the hospital the following day with no permanent damage. Reportedly, the cause for the event was unknown. Tandem technical support performed a system check on the pump and determined that the pump was functioning as intended.